Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported shock impedances on this right ventricular (rv) lead were high. The patient was evaluated using non-invasive programmed stimulation (nips). The physician elected to surgically abandon and replace this lead due to the high shock impedances and increasing thresholds. No additional adverse patient effects were reported. The patient's pulse generator remains in service with the new rv lead.